Event description:
Additional information was received. It was reported that the pump would be surgically repositioned to a different site, so that there would be better access to the pump. The reporter wanted to make sure that the patient had enough drug to last until (B)(6). It was noted that the patient doesn't use the personal therapy manager to deliver boluses due to a "cognitive condition", not because the device wasn't working. It was calculated that due to not using boluses, the patient might have approximately one extra day of drug in her pump before a refill was needed.

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4)

Event description:
It was reported that the patient had a "huge" seroma over the top of her pump. A healthcare professional had attempted to refill the pump by extracting some fluid off the seroma, but the reservoir couldn't be reached. The patient was redirected to a surgery center, but the physician there was also not able to reach the reservoir. Twelve days later, it was reported that the pump was refilled under fluoroscopic guidance. Initially, multiple attempts were made to position the needle within the presumed fluid mass and aspirate fluid out. However, the hcp was not able to aspirate any fluid. More attempts were made over a different portion of the mass, but aspiration was still unsuccessful. This portion of the procedure was abandoned and the hcp tried to reach the reservoir instead with a ''specially constructed spinal needle.'' The hcp was able to aspirate a small amount of fluid from the reservoir and refilled the pump without difficulty. It was also reported that the patient had been having right flank pain secondary to her loin pain hematuria syndrome (lphs). There had been no patient injury and no hospitalization was necessary. The drugs used in this system were morphine and bupivacaine.